Manufacturer narrative:
This event occurred in (B)(6). The last liquid flow clean was performed on (B)(6) 2020 and the pinch hoses were replaced on (B)(6) 2020. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs results for 1 patient on a cobas e 411 immunoassay analyzer. The initial result was 0.018 ng/ml. The result was reported outside of the laboratory and was believed to be incorrect. The customer collected a new sample for a followup and the result was 0.003 ng/ml. The customer questioned the discrepancy and repeated the first (initial) sample again and the result was 0.003 ng/ml. The reagent lot used was lot: 43677300 expiration date: 21-mar-2021.